Event description:
It was reported via repair work order that the power cord sheathing was damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the power cord sheathing was damaged with exposed wires

Event description:
It was reported via repair work order that the power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.